Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the device displayed fatal exception error when initializing device manager and pyxinet was disconnected. A field service engineer (fse) found that the station was not able to boot up to the application. The engineer powered off the device, removed the old communication sled, and installed a new one, connected all cables, and rebooted the station. Once the application launched, none of the drawers were visible and they all required maintenance. The fse rebooted the station, waited for several windows updates, and accessed the device using the administrator login. It was found that the network credentials for the drawer communication with the sled were not properly addressed. The correct network credentials were entered for the drawers to communicate with the sled. The station was rebooted, the communication sled device firmware was upgraded, the anesthesia pyxis application was accessed to configure the new drawer, and the device drawers were accessed via the test application. The fse confirmed that all drawers were confirmed to be visible, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was displaying the error message fatal exception error initializing device manager. After clicking ok, the screen switched to the carefusion page, and the error message continued to reappear repeatedly, causing the screen to go back and forth. And mentioned that already drawers unlocked and a case scheduled. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.